Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial noise and far field oversensing on a non-boston scientific lead resulting in inappropriate mode switches. According to the health care professional (hcp) the device under sensed atrial fibrillation (af) approximately eight months ago, at which time the sensitivity was adjusted. Technical services (ts) was consulted, and programing options were discussed. This crt-d remains in-service at this time. No adverse patient effects were reported.